Event description:
Affiliate reported that the stepping motor detached from the base plate causing patient lethargy. As a result the device was revised. Abdominal catheter was left in place.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the stator was dislodged. As a result the cam pressure or position could not be determined. It was also revealed that the valve casing was cracked with damage to the cam mechanism. It might be likely that the root cause for this problem was due to some form of impact. This however could not be confirmed. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.